Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental.

Event description:
It was reported that, "patient had a spondy at l5/51. After placing an interbody peek device in the l5/51 disc space, dr wanted to try to reduce the spondy. He placed xia titanium reduction screw at l5 and xia 3 screws at s1. He inserted the rod and locked down the blockers at s1. He then inserted blockers into the reduction screws. As he was inserting the blockers to reduce, both reduction screwhead splayed open and 1 tab broke off of each reduction screw. One tab broke off and tore the patient's dura. Dr repaired the dura tear."